Event description:
It was reported that after using a bd vacutainer winged safety push button blood collection set to draw labs from a patient, the needle did not fully retract and the clinician obtained a needle stick injury. The clinician started a prophylactic post needle stick exposure treatment. The clinician discontinued the treatment when the patient's test results came back negative.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation a supplemental report will be filed. (B)(4).